Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently showed horizontal lines and clinical data was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd color cable was removed and returned. The lcd color cable was extensively tested without duplicating the malfunction. The cable was scrapped. Analysis for reports of this type has not identified an increase in trend.